Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had over bloused for the actual amount of carbohydrates consumed and the blood glucose (bg) level was 64 mg/dl. The customer wanted to stop the time remaining bolus seen in the insulin on board feature. Tandem customer technical support (cts) explained to the customer that this feature represents the time left for the insulin that was active in the body and cannot be stopped. The customer understood and declined cts's offer to troubleshoot for the low bg.